Event description:
As reported by customer, the fluid delivery set male luer lock is not able to be tightened down securely during use. Air has been visualized in the line during a procedure, although air has not been injected into a patient. The used device is being returned for evaluation.

Manufacturer narrative:
Although the used device has been returned to the manufacturer, a device analysis has not yet been performed. At the completion of the investigation a follow-up medwatch will be submitted with the results.